Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a hypodermic needle. The customer states the needle cleanly separated from the hub. The needle was sticking out of the patient's thigh and the anesthetist was able to pull the needle out. The anesthetist noted the needle was not bent before or after use.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One sample was received for evaluation. The sample was visually examined at 7x magnification. The cannula was separate from the hub and neither component had any visible adhesive. The reported condition is confirmed. The root cause of the issue was a failure of the adhesive dispenser to apply adhesive to the needle. The epoxy heater on the assembly machine was repaired and the epoxy flow was adjusted. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot of needles are visually examined for epoxy application and physically tested for bond strength of the cannula to the hub. The lot met all defined acceptance requirements and was released. A procedure change was implemented to require challenging the adhesive inspection system each shift. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.